Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-sep-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a male patient (175kg) in his 40¿s underwent an idiopathic ventricular tachycardia (idvt -right)/ rvot pvc ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade, cardiac arrest which required surgical intervention. The device evaluation was completed on (B)(6)2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thmcl smtch sf catheter. Per the event, several tests were performed. The force, magnetic and temperature features were tested, and no issues were observed. In addition, the product was deflecting and flushing correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a male patient ((B)(6)kg) in his (B)(6)s underwent an idiopathic ventricular tachycardia (idvt -right)/ rvot pvc ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade, cardiac arrest which required surgical intervention. During the procedure, the patient coded and was found to have a perforated right ventricular outflow tract. A pericardiocentesis was performed in which 1000 cc's was removed from the pericardial space. They were unable to stop the bleeding so a thoracotomy was performed and the perforation was repaired. The patient was stabilized and transferred to the critical care unit for recovery. Additional information was received on the event. This adverse event was discovered during use of the carto 3 system. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The intervention provided was a pericardiocentesis and emergency open heart surgery to repair cardiac tamponade. The patient was reported as fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event. The patient was admitted after open heart repair of cardiac tamponade. A transseptal puncture was not performed. The smartablate generator did cut off because of the impedance spike. The event occurred during the ablation phase. The irrigated catheter was used in the event and the flow setting: 15cc. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. Error message was observed on biosense webster equipment during the procedure: high impedance (delta change was greater than 50). Force visualization features used: graph, dashboard, vector & visitag with the visitag module parameters for stability were used: accuresp, max distance 3mm, minimal time 3sec, with 25% over 3grams. Color options used prospectively: impedance color set for 3 (pink) to 10 (red). The adverse event was assessed as MDR reportable. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable. The impedance issue was assessed as not MDR reportable. Since the user-defined cut-off was exceeded and ablation was stopped, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote.